Event description:
It was reported that during a ptca/stent procedure, as the stent delivery system (sds) was being advanced over the guide wire, before reaching the "rhv" it felt unusual. Upon inspection, the tip of the sds was found to have detached. The device was not used on the patient.